Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis which warranted antibiotic therapy. The pdrn stated the peritonitis was directly caused by the fluid leak from the liberty cycler set. However, those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, the liberty select cycler and/or the liberty cycler set cannot be disassociated from the event. The liberty select cycler and liberty cycler set were not returned to the manufacturer for evaluation. As such, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the event.

Event description:
It was reported during follow up that a peritoneal dialysis (pd) patient developed peritonitis on (B)(6) 2018 despite of the prophylactic antibiotics given after the patient reported the fluid leak. Pdrn stated that the patient did have a culture taken which was positive for peritonitis; however was unsure of what the organism was or when the culture was taken. Pdrn stated that the patient was prescribed antibiotics but the type, route, dose, and duration were unknown. Pdrn stated that the cause of the peritonitis event was due to the fluid leak. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.